Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: severe degenerative disc disease, l4-5 and l5-s1, status post micro discectomy. Patient underwent the following procedures: anterior lumbar interbody fusion with two 13 x 20 mm cages filled with bmp at each level at l4-5 and l5-s1. Left paramedian extraperitoneal spine exposure, l4-5 and l5-s1, mobilization of aorta, inferior vena cava, left iliac vessels. Ligation of left ileal lumbar veins. As per-op notes: patient underwent fusion surgery in which rhbmp-2/acs was used. No patient complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.